Event description:
It was reported that the insulin gauge was inaccurate. Reported the customer was hospitalized with a blood glucose (bg) level of 322 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information about the hospitalization and resolution; however, no response was received.